Event description:
Instrument failure - the turon peg drill top broke off in the pt's glenoid, but was retrieved. This part was used when the drill tip broke off. The part was returned as part of investigation (B)(4).